Manufacturer narrative:
Defect: difficult in use ¿plunger difficult to move. It has been received (B)(4) samples (138 sealed and 1 open) of 10ls lot 1704019p. On visual inspection of the 139 samples received, no damage or molding defect can be observed in any of them that could be related to the alleged defect. DHR of lot 1704019p has been reviewed not finding any annotation or deviation regarding the alleged defect. Silicone content, break out and sustaining force tests are done to every lot during manufacturing process. Maximum limit for silicone content in 10ml syringes is 7mg and maximum limit for break out and sustaining force test are 4.5 lb and 2 lb respectively according to procedure jg-500. Results for these tests during manufacturing process of lot 1704019p are checked finding them within the procedure limits previously mentioned. Silicone content, break out and sustaining force tests are performed with 30 samples out of the 139 samples received. All the results are acceptable according to the maximum limit of procedure jg-500 previously mentioned. (See attached results). According to these results, no manufacturing defect has been found in this lot that could be related to this defect.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger was difficult while using a bd plastipak¿ 10ml luer-slip syringe. There was no report of injury or medical intervention.